Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a problem with a flap during lasik flap creation. An uneven flap bed was reported. Additional information has been requested.

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 01 is being filed to correct the date received by MFR. Date on the previously filed initial report. Incorrect date of 06/21/2018 is being corrected to 07/12/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. The company service representative examined the system and no problems were found. The system functioned as intended. The system was then tested and met all product specifications. The company service representative recommended the clinical applications specialist (cas) review the settings with the customer to make parameter changes. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).